Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had been implanted through the pulmonary valve and had calcified over time into the valve causing valve regurgitation. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645, lead, implanted: (B)(6) 2001. (B)(4).